Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu), serial (B)(6), was evaluated following the reported event of a no external power alarm while connected to the mpu. A review of the submitted controller event log file spanned approximately 4 days (09aug2025 ¿ 12aug2025 per time stamp). The pump maintained a speed within the expected range without issue while the driveline was connected. On 10aug2025 at 00:32:50 the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to ~1.8v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu was not returned for analysis. Additional information provided stated that there was a home power outage at the time of the event, the ac power cord did not come loose from the back of the unit or wall, and the unit had a v-lock connector. Per the additional information provided, the root cause for the reported no external power alarm was determined to be a power outage. The reported event could not be correlated to an issue with the mpu. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The log file captured a no external power alarm & multiple other associated alarm types on (B)(6) 2025. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
There was an interruption in a/c power to the home when the mpu was being used. It was noted that the cord was not unplugged from a/c power, and that the mpu had a locking a/c power cord.